Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. The patient was admitted to the hospital because she had low blood sugar levels and eating honey/juice did not them back up. Patient went to the hospital to get a shot of glycogen, however, she was instead brought to the surgery room because doctors believed her intestines had ruptured. Patient stated that during the surgery, they found that her intestines had not ruptured, but she did have an infection. The attending doctor placed the patient on a lot of medications. The patient was not treated for her low blood sugar while at the hospital. Patient was released on (B)(6) 2016. Patient stated that she was taking antibiotics, dilaudid and protonix. Additionally, patient stated that while at the hospital, the staff accidentally threw away her transmitter. There was no alleged device malfunction. At the time of contact, the patient was doing much better and was recovering at home. No further event or patient information was provided.